Manufacturer narrative:
The device was returned for evaluation and the 29mm commander delivery system was returned locked at default position. No flex or fine adjust were in use. A loader cap was over the flex shaft and a three-way stopcock was attached to the balloon port.  The device was visually inspected,  and pinhole was observed on the crimp balloon just proximal to the crimp indication marker. Additionally, minor gouges were observed on the flex tip. A 3mensio report and post-procedural photos were provided for review and the following was observed: the patient¿s access vessels appear calcified and tortuous. The descending aorta had a large bend.  During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for balloon leak was confirmed based on the condition of the returned device. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. The complaint description states, ¿as reported, the patient had a highly tortuous anatomy. The team believed that the puncture could have occurred during valve alignment.¿ if the physician performed valve alignment in a non-straight section of the aorta, it may have resulted in increased tension within the delivery system. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The gouges observed on the flex tip are indicative of the valve diving into the flex tip. As the descending aorta was tortuous, it is likely valve alignment was unable to be performed in a straight section of the aorta. The combination of the unseated valve and high alignment forces may have caused the valve to puncture the balloon, resulting in the observed pinhole. Additionally, imagery shows calcification throughout the access vessel, aorta and aortic arch. It is also possible that the crimp balloon may have made contact with a calcium nodule during tracking or valve alignment, leading to observed pinhole on the crimp balloon. The available information suggests that patient factors (calcification/tortuosity) and procedural factors (valve alignment in non-straight section of the aorta) may have contributed to the reported event. However, a definitive root cause is unable to be determined at this time. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI: (B)(4). The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, a pinhole leak was found on the crimp balloon.  As reported, the patient had a highly tortuous anatomy. The team believed that the puncture could have occurred during valve alignment. The 29mm valve was successfully deployed. During deployment, the puncture was most likely covered with the push catheter. The leakage was found upon deflation with blood seen back into balloon. There were no adverse events and the valve was successfully implanted.